Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient underwent a procedure for a permanent scs system and 2 days later underwent emergency heart surgery where 2 stents were placed. The patient stated he ceased taking his prescribed plavix (without consulting with his physician) for 10 prior to having his scs system implanted. The patient stated he turned the stimulation off as he experienced chest pain when it was on. The sjm representative met with the patient and indicated the scs system had yet to be turned on. The patient desires to have the scs system explanted and is consulting with his physician as to the next course of action.